Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and loss of capture. There was asystole that was greater than 2 seconds. There was no oversensing. A procedure was performed and the lead was abandoned. There were no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.